Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (charge/discharge profile faults / code 102) was confirmed. As received, the monitor displayed code 102 and failed incoming testing. Upon evaluation, high voltage had deviated to low voltage circuitry, damaging the r45 resistor and c772 capacitor. The cause of the charge/discharge profile faults and code 102 is the high voltage deviation which damaged the boards and components. The root cause of the high voltage deviation cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was producing charge/discharge profule faults and service code 102.